Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the distal tip of the wire came off while using the jetstream device. A 1.6 mm jetstream® sc atherectomy catheter and a non-bsc guidewire were selected for an atherectomy procedure in the posterior tibial artery. The jetstream was used without any difficulties. Upon completion of the procedure, while withdrawing the wire, the distal tip broke off. The jetstream catheter was never close to the distal tip of the wire. The physician chose to make no attempt to retrieve the wire fragment. The wire never ¿stuck¿ on the jetstream catheter. No patient complications were reported and the patient's status was fine.